Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right ventricular lead was found to be dislodged and there were difficulties repositioning the lead. The lead was explanted and replaced successfully. The patient was in stable condition.